Event description:
It was reported that a patient experienced shortness of breath as well as a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the shortness of breath and myocardial infraction were not reported. The patient was not connected to the homechoice at the onset of the shortness of breath. The patient was hospitalized for the events on the day of onset. Treatment for the events was unknown, but during the period of hospitalization, the patient experienced multiple myocardial infarctions. The patient continued peritoneal dialysis therapy during the hospitalization using their own homechoice device. After fourteen days of hospitalization, the patient was discharged to home hospice care. Peritoneal dialysis therapy continued after hospital discharge with use of the patient¿s homechoice device. The patient was not connected to the homechoice device and was not hospitalized at the time of death. The cause of death was cardiac failure and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).